Event description:
Patient was being prepared for surgery. IV was stated with 1000cc lactated ringers with a #16 cath in left hand and within 75 minutes - 1000cc was absorbed as a result of a malfunction of the IV tubing's roller clamp. No adverse outcome to the pt resulted. Incident is being re-submitted because during the first submission, there was a local community power failure resulting in the computer shutting off. Writer not sure if FDA rec'd the first submission.